Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following:pre/post op diagnosis: inflammatory reaction due to internal prosthesis of lt hip, sequela revision of femoral and acetabular components secondary to metal ion complications did not have pseudotumor did have pruitis and skin manifestation of metal ion allergy / reactive condition, previous more anterior incision not used, standard posterior lateral incision made. No evidence of gross metallosis, there was significant synovitis with blackened capsular tissue. Metallic head was tapped and removed without damage to the morse taper.same size dual mobility componentry inserted. Xrays: alignment good without any complication pt to recovery in stable condition, neurovascular status of lle unchanged no complications entered in the or log discharged from hospital. Additional information provided does not change the root cause of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported patient underwent a left hip revision surgery 10 years post implantation due to altr and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: unknown, item name: unknown m2a shell, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03081. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision surgery approximately 9 years post-implantation due to pain, tissue damaged, metal wear and metal poisoning. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.